Event description:
Same case as: 2134265-2008-02454. It was reported that during a coronary drug eluting stenting treatment procedure, a vessel perforation occurred. The lesion being treated was located in the proximal circumflex (cx). The physician attempted to place the 3.00x12mm taxus express2 drug eluting stent. However, the shaft of the taxus stent broke at the proximal segment of the catheter before the stent was implanted. The physician removed the taxus stent delivery system and the lesion was predilated with a 1.5x15mm and 2.5x15mm maverick balloon. A choice p2 extra support guide wire was used to place four other stents (size, manufacturer, and location are unknown). The choice pt guide wire caused a perforation in the distal left anterior descending (lad) artery. A balloon pump was placed and a stat echo was used to determine if pericardiocentesis was needed. The patient was taken to surgery after viewing the echo. Patient status reported as "stable". Additional information was requested, but not provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.